Manufacturer narrative:
The pump was received with intermittent buttons due to moisture damage at the keypad traces. No button error alarms were noted. The pump had a cracked case at the display window corners, minor scratches on the lcd window, a stained end cap sticker, and a broken belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 200 mg/dl. The customer stated that act button is not working. The customer also reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 200 mg/dl. The customer stated that keypad is unresponsive. The customer stated that there is no significant events leading to the keypad issues. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.